Event description:
It was reported that the unspecified bd alaris¿ pri tubing was not welded to its connection. The following information was provided by the initial reporter: "tubing not welded to its connection."

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Date returned to mfg: 2020-08-12. H.3. Device evaluated by mfg?: yes. H.6. Investigation summary: evaluation statement. It was reported that the tubing is not welded to its connection. Received from the customer was one unused set model 2420-0500 lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The primary set¿s tubing p/n tc10013433 was separated from the lower fitment p/n tc10006063 outlet port (cavity f9). Visual inspection under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during the manufacturing process. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. A dimensional analysis was performed on the separated tubing (p/n tc10013433). Small portions of the tubing were cut into three sections and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. Further testing could not be performed due to the separation and obvious leaking that would occur due to the separation. Equipment used (measurement and testing performed on 11-sep-20) - ram optical instrumentation/eq08204/calibration due date 5-feb-2021 device history record could not be performed on model 2420-0500 because the lot # for the suspect set was not provided. Root cause analysis: the customer¿s report that the tubing set separated was confirmed upon visual inspection. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Investigation conclusion: the customer¿s report that the tubing set separated was confirmed upon visual inspection. The primary set¿s tubing p/n tc10013433 was separated from the lower fitment p/n tc10006063 outlet port. No functional testing of the returned set was deemed unnecessary due to a separation. A dimensional analysis was performed and the tubing was measured and found to be within specification. Bd/tijuana manufacturing facility implemented trackwise CAPA 475494 to address the separations at the lower fitment failure mode due to lack of solvent regarding smartsite to tubing engagement. Bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr 1027651) were completed to address potential root causes and an effectiveness check plan for reduction of this issue. No lot number was provided by the customer so it is unknown if the set was manufactured prior to the implementation of corrective actions. Bd manufacturing will continue to monitor this failure for an increase in frequency.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, carefusion (B)(4) has been listed and the carefusion (B)(4) FDA registration number has been used for the cfn\fei #. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ pri tubing was not welded to its connection. The following information was provided by the initial reporter: "tubing not welded to its connection."